Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient experienced scrotal erythema. The patient was treated with antibiotics. No further patient complications were reported. The issue was resolved as of (B)(6) 2022.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient experienced scrotal erythema. The patient was treated with antibiotics. No further patient complications were reported. The issue was resolved as of september 8, 2022.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient experienced scrotal erythema. The patient was treated with antibiotics. It was further reported that the patient experienced hematuria and possible erosion/erosion of the aus into the mucosa. The device was deactivated with a replacement surgery scheduled for december. A cystoscopy was performed in early november and the erosion could not be seen. The device was not explanted but was deactivated and remains implanted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient experienced scrotal erythema. The patient was treated with antibiotics. It was further reported that the patient experienced hematuria and possible erosion/erosion of aus into mucosa. The device was deactivated with surgery to remove and replace the device in december 2022. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following an artificial urinary sphincter implant, the patient experienced scrotal erythema. The patient was treated with antibiotics. It was further reported that the patient experienced hematuria and possible erosion/erosion of the aus into the mucosa. The device was deactivated on (B)(6) 2022. A cystoscopy was performed in on 16nov2022. And the erosion could not be seen. The device was not explanted but was deactivated and remains implanted. No further patient complications were reported.